Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that there was leakage of cuff during operation (leak alarm on ats device). A tear of approximately 5cm in cuff was verified after surgery. Additional clinical information received stated that there was a loss of 600ml of body fluids.

Manufacturer narrative:
The disposable cuff with plc and protective sleeve, 30 in. (76cm) - dp, sb, item number (B)(4) is a finished goods product from (B)(4). Zimmer surgical maintains design control but the supplier maintains manufacturing procedure controls. A supplier complaint information request (scir) was issued to (B)(4) their scir response supplied the information in completing this complaint investigation. The supplier¿s review of the device history record (DHR) found no non-conformances, inspection/test failures relevant to this complaint. The reported event was found after the surgical procedure and the device as disposed of as a bio hazardous material. No evaluation of the product was possible. The customers reported event was that a 5 cm tear was discovered in the cuff after the procedure. Without the returned device or a photograph the reported event cannot be confirmed. The supplier¿s review of the DHR and manufacturing procedures noted no spontaneous or systemic anomalies with the production of this cuff relevant to this complaint. Every cuff is visually inspected and leak tested as part of the normal manufacturing process. With the information provided a true root cause cannot be determined. This type of failure mode is expected if the cuff is used at a higher pressure than recommended (up to 290 mm hg) in the IFU. The event root cause most likely is user error in inflating the cuff beyond the IFU limitations. Since the fault was discovered after completion of the procedure this was not deemed an out of the box event. There are no additional recommended actions required at this time.